Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367842, batch no. Unknown. Customer complained about tubes not filling completely.

Manufacturer narrative:
The following information has been updated: g.5. Date received by manufacturer: 2019-11-14. H3 other text : see h.10.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367842. Batch no. Unknown. Customer complained about tubes not filling completely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367842 batch no. Unknown. Customer complained about tubes not filling completely.